Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient noticed from the beginning that when they would lay down and they wet or damp or sweating, they would feel a zap. The patient noted it only occurred while they were laying down while wet not when sitting or walking. The patient was now doing physical therapy for their back and was sweating more during the exercises on their back. The patient stated their doctor nor manufacturer representative knew anything about the issue when the patient talked to them. The patient stated they were told to lower the numbers but the patient stated the stim was working on the level it was at. The patient stated their physical therapist wondered why the patient felt the buzz when laying down and sweating but not when sitting up and sweating. The patient also mentioned the first time it happened they were just buzzing internally and had to be helped up. The patient had now just been turning stim off when they did the exercises and then turning it back on afterwards. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient called stated she is not getting an answer from anyone and wants an answer from someone. Patient stated dr (B)(6) does not have anything to do with the ins. Patient reported she is feeling electrical current when perspiring in the back, or if she is having physical therapy, she is feeling the buzzing badly. Patient stated last friday she had a minor hand surgery and she turn the stimulation off and she still felt the buzzing on the table. Patient mentioned she has neuropathy. Patient mentioned that she loves the scs therapy and does not have any issue with the scs therapy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that since implant they have felt a buzzing and shocking when they perspire or get out of the shower. Pt said that they noticed this most recently at their pt appointments and they realized they need to turn off stimulation. The patient was redirected to their healthcare provider to further address the issue.